Event description:
The complainant had a impella cp and automated impella controller (aic) being prepped for use for the patient admitted in with acute myocardial infarction/cardiogenic shock. The nurse reported that the aic was showing a problem, "the purge disc was not recognized¿ and subsequently the pump was not recognized. The clinical staff replaced both the pump and the aic which resolved the issue. There was no patient harm. This report is for the aic and another report will be sent for the pump.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, the brand name has now been updated. Corrected information was provided in e1 (initial reporter postal code). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation could not be conducted due to product not returned.